Manufacturer narrative:
Product ID, 8703 lot# j92102766 serial#, implanted: 1992 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was previously reported in manufacture report number 3004209178-2012-02030 that in 2010 a catheter revision was done of the distal catheter and they noticed black grainy substance at the tip of the catheter. Any further information regarding this event will be filed in this report.

Event description:
Additional information received reported that the cause of the 2010 event was a 'long term catheter' and an MRI result was questionable for granuloma. The patient eventually had the revised catheter replaced along with the pump device - and the device was returned (please see manufacturer report # 3004209178-2012-02030). Any further information reported regarding the 2010 event, will be filed in this report. The patient outcome was 'no injury.' A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).